Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was broken during a procedure. No patient harm was reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One broken screw and one t-plate were returned. Product is not etched, lot verification cannot be performed. Two pieces of the fractured screw were returned. The screw fractured approximately one thread down from thread runout at head end of the screw. It cannot be determined how the screw fractured. The returned t-plate has biological debris on it and is deformed on the longest portion of the plate. It cannot be determined how the plate was bent. No dimensional analysis can be performed on either product due to damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined.